Event description:
It was reported to boston scientific corporation that during a percutaneous nephrolithotomy procedure, the probe broke. The procedure was completed with another probe, with no complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The investigation concluded the root cause for probe breakage is due to side forces applied to the probe during use.